Event description:
It was reported that the device was implanted in 2008 and was revised two months later, due to multiple dislocations and improper alignment of the stem.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were provided for review. Patient information such as height, weight, and activity level were not provided. Multiple dislocations possibly occurred due to the stem being positioned in retroversion as stated in the complaint. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.